Event description:
Ongoing concern with the snap connector piece of these electrode patches tearing away upon removal from patient. Snap connector has to be manually pried out of leads. No connectivity concerns and no patient harm reported. This has been noted with cardinal health electrodes from two lots hce4h008, expiration 2027-08-08, and hce4k026, expiration 2027-11-28. Ref report: mw5168527.